Event description:
It was reported that the right atrial lead had undersensing and far field r-waves noted in episodes. The lead was suspected to have moved lower from the original implant location. The p-waves had been generally low since implant. The lead was repositioned and remains in use. The patient had also noted pain/discomfort at the device site since implant. The device was repositioned submuscularlly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).